Event description:
Customer reported that the pt woke violently from surgery. A popping noise was heard. Pt returned to surgery for repair. Attending reports that suture knot slipped/untied as a result of the "tremendous" forces applied by the pt's violent coughing and thrashing. Pt is reported as recovered.